Event description:
It was reported that the patient was hospitalized due to an increase in seizures. Low sodium levels, and pneumonia. The pneumonia and low sodium levels were not alleged to be related to vns. Livanova operating room support specialist checked the patient¿s device, and it was found to be operating as expected. No other information has been received to date.